Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned for evaluation. The definitive root cause of the e006 insufficient conductivity error could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the electrosurgical generator esg-400 had an e006 (insufficient conductivity) error code. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.